Manufacturer narrative:
Follow-up #1; date of submission: 09/09/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: damage to the pump prevented an adequate investigation of the complaint, as the pump was unresponsive. The pump case was removed, and the display screen was found to be cracked in multiple places. Also, many internal components were observed to be detached.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.